Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the bolus history did not match. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015.

Manufacturer narrative:
Follow-up #2: date of submission 12/31/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/12/2015 with the following findings: a review of the pump¿s bolus history showed the last basal delivery was on (B)(6) 2015 at 22:39 and the last bolus delivery was on (B)(6) 2015 at 21:36. The basal and bolus deliveries added up appropriately to the total daily dose (tdd) showing that the pump was delivering accurately until the last date used. The pump performed the ezprime steps with no issues occurring. The pump was exercised for 24 hours on a 1 u/hour basal rate and the pump correctly recorded 24 units delivered in the tdd. A 10 unit audio bolus and a 10 unit normal bolus were performed and both were accurately recorded in the tdd and bolus history. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The complaint of an inaccurate delivery issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.